Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the patient line. Patient had disconnected from the patient line but had not pushed in the pin on the stay safe connector or closed her clamps. Patient was able to complete her treatment manually. Patient had no adverse effects and was administered prophylactic antibiotics. Sample has not been returned to the manufacturer.